Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 141mg/dl and 146 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that he has not been diagnosed with diabetes and is not taking any medication at this time related to diabetes. The customer stated that he has kidney issues. The customer has made recent changes in his diet and exercise regimen but not his medication. The customer is testing once to twice a day (fasting).